Manufacturer narrative:
This device is not approved for sale in the USA, but is similar to a USA marketed/approved device. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Two leads with the same lot number were involved with this issue. It was reported (B)(6) during a dbs implant procedure, the physician was unable to insert lead through the cannula. The physician attempted 3 different cannulas and then a second lead (same lot) without success. A third lead (same lot) was opened and successfully implanted. The procedure was extended approximately an hour and a half.